Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval was able to confirm and reproduce the reported symptom, constant close door message when door was closed, while attempting to load a test set. Eval found the door able to latch closed with a loaded set. However the force required to secure the door was above expected levels due to cracks found in the threaded insert bosses in the front case. These mount the pumping mechanism to the front case and the cracks caused separation between front case and mechanism assembly. The front case was replaced.

Event description:
It was reported a spectrum pump had constant close door messages when the door was already closed. It was also reported there was no pt injury.